Event description:
It was reported that the distal end of an intermate was cut off at the luer lock. This malfunction was observed before use. There was no patient involvement; therefore, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. During visual inspection the tubing was identified to be broken off at the junction of the distal luer post. The root cause was identified as an excessive load applied to distal end of administration line.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. It is unknown if the device is available for evaluation at this time. If the device or further relevant information becomes available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was able to be conducted and there were no deviations found related to this reported condition during the manufacture of this lot.